Event description:
In early fall a 2fr cvc catheter was placed by a nurse practitioner. Over time the infant outgrew catheter. Four months after insertion, while interventionalist was attempting removal of catheter approx twelve inches of the catheter was left in the basilic vein. The next day the pt has a cardiac catheterization for removal of the catheter piece. The catheter piece was retrieved with no further complications.

Manufacturer narrative:
Note: due to a miscommunication of the submission date of the customer complaint this initial MDR is being submitted beyond the thirty day requirement. The complaint was thought to have been received (B)(4) 2012, which would have put this initial submission within the thirty day window. (B)(6) was contacted by vygon us regulatory affairs on (B)(4) 2012 regarding additional info on the product malfunction. (B)(6) was not able to provide any additional info regarding the product malfunction or the current state of the pt beyond reiterating that the "catheter piece was retrieved with no further complications." (B)(6) was also asked if the catheter would be made available to vygon for evaluation, she responded that the catheter was available, but it would not be released. The vygon sales representative was given the opportunity to go to the facility and take photographs of the malfunctioning device. These photos and all the product malfunction info was sent to the device manufacturer (vygon (B)(4)) for investigation. The results of this investigation are still pending, a follow-up MDR will be sent within thirty days of its conclusion.